Event description:
The information provided by the local distributor indicates: hospital name: (B)(6); surgeon name: dr. (B)(6); date of surgery: (B)(6) 2014; body part to which device was applied: tibia; surgery description: correction. Patient information: female, (B)(6), previous health condition: hard blount disease. Type of problem: device functional problem. Event description: strut got broken 4 months after device was installed on patient. The complaint report form indicates: the device failure did not cause any adverse effects to patient, the surgery could be completed with used device, the event did not lead to a clinically relevant increase in the duration of the surgical procedure; an additional surgery was required - on (B)(6) 2015; copies of the operative reports are not available; copies of the x-rays images are not available; information on patient current health condition: patient ok following strut replacement and correction is still on course. On (B)(6) 2015 orthofix srl received the following further information: "actually strut got broken at end of correction say end of (B)(6). The re-intervention was just a replacement on patient out of surgery room." (B)(4).

Manufacturer narrative:
Analysis of historical records. We have checked the internal records related to the controls made on the device code (B)(4), lot v1364092, before the market release. No anomalies have been found. The original lot, manufactured in 2014, was comprised of 39 devices. All of them have already been distributed to the market. According to our historical records, no other similar failures have been reported from this specific device lot. Technical evaluation. The returned device, received by orthofix srl on (B)(4) 2015 is currently under technical investigation. Medical evaluation. The information made available on the case was sent to our medical evaluator. A preliminary medical evaluation is currently on going and will be finalized once further information on the case are available. As soon as further information is available, orthofix srl will provide you with a follow up report. Orthofix srl continues monitoring the device on the market.